Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold catheter was received for evaluation. An in-house presto inflation device was used to inflate the balloon. A leak was noted to the balloon at the distal end, which is due to the balloon rupture. No further testing performed. Two photos were reviewed. One photo shows the atlas gold with labeling matching the information entered into track wise. The other photo shows the atlas device placed over the packaging box in a deflated condition. No specific anomalies can be seen. Therefore, the investigation is confirmed for the reported inflation issue and identified balloon rupture as there was a leak during inflation which might have been caused by the balloon rupture. The identified balloon rupture could have been the cause of the reported inflation issue. However, a definitive root cause for the reported inflation issue and identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (lit; dqy) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via left lateral approach, the pta balloon allegedly could not be fully filled. The procedure was completed using another balloon. There was no reported patient injury.